Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported he woke during the night on (B)(6) 2012, with hyperglycemia of 510 mg/dl and ketosis. He noticed the infusion set luer "lost" the connection, and he was not receiving insulin. The infusion set was requested for evaluation. He did not require treatment from a health care professional or second party to address the issue.